Event description:
A report was received that prior to a suction procedure, the main body of the double swivel elbow adapter came apart from the catheter. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources persuant to federal regulations.